Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. The target lesion was in the left anterior descending (lad) artery. During procedure, temporary pacing lead was placed in the right ventricle (rv) prior to a balloon aortic valvuloplasty. The rotablator was performed post valvuloplasty to the lad. An extra support rotawire was placed in the distal lad. A 1.50mm rotaburr was advanced conservatively with slow progress. The calcified lesion was ablated and polished, however 5 mins of rotablation was required. The burr was removed and a 2.75x20mm synergy was placed in the prox-mid lad. To cover the extent of disease, a 3.0x8mm synergy was then implanted in the proximal lad and post dilatation of the stents was performed using a 3.0x15mm nc emerge. Post angiography was performed and showed good apposition of stent struts, good flow distally into the lad however it was evident that the distal portion of the 2.75x20mm stent was under expanded due to the calcium. The pacing lead was removed and the vascular access (rfa) was closed with a closure device. Approximately 30mins post procedure, the patient's blood pressure significantly dropped and they were brought back to the cath lab. It was then confirmed under echo that their was a pericardial effusion. Pericardiocentesis was performed to reduce the cardiac tamponade and the lad was catheterized and an angiogram confirmed that there was no perforation in the coronary vessel at the site of pci. Heparin was reversed; however this caused the stents to acutely embolize. Heparin was re- administered and the clot was removed via a thrombuster catheter. Per clinician's opinion, the rv temporary pacing lead was most likely the cause of pericardial effusion. No further complications were reported. Patient was stabilized and taken to ICU.